Manufacturer narrative:
Product event summary: the device was returned and analyzed with no anomalies found.

Event description:
It was reported that during an attempted implant, the right atrial (ra) lead was not able to be inserted into the port of the device. The physician attempted to unscrew and re-insert the ra lead, however the screw was not able to engage. The physician opted to implant a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.